Event description:
Additional information was received. The implantable neurostimulator, lead, and extension were explanted on (B)(6) 2012. The ins had normal impedance measurements. The patient did not require hospitalization and the patient outcome was "no injury."

Event description:
It was reported that the lead, extension, and neurostimulator were going to be explanted. The patient needed to have a full body MRI for unrelated medical problems. The whole system was planned to be explanted on (B)(6), 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot# n0050971, implanted: (B)(6) 2005, product type lead; product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID (B)(4), lot# serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).